Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Getinge field service engineer (fse) checked the machine & found machine showing error code electrical test fails #35 with continuously beep sound on display. Then reset the datasettes & connections of main board. Again checked & found no error is coming now. Observed the machine on system trainer for more than 2 hours & machine is working well on system trainer. Performed all tests. All tests passed. Machine handover to customer in good working condition.

Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump was reported that the machine is displaying an error message " electrical test fails code #35 ". There was no patient involvement.